Manufacturer narrative:
Serial number was not provided; therefore, the expiration date is not available. If explanted give date: na (not applicable) to date, the intraocular lens remains implanted. (B)(6). The device manufacturer date is not available as the serial number is unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that at the time the intraocular lens (iol), was implanted, the doctor observed a lot of white granular dots like, glyceryl monostearate (gms), on the optic part. The doctor attributed the white dots as coming from the cartridge. The iol was implanted. There were no visual acuity issues reported and no patient injury reported.

Manufacturer narrative:
The intraocular lens remains implanted; however, a photo of the lens was received for review. Visual analysis of the photo for a similarity comparison of gms (glycerol mono stearate) lubrication transfer was conducted. From the photo provided, white stains were observed across the lens optic zone. The white stains observed looks similar to glycerol mono stearate (gms) streaking from the cartridge used during surgical procedure. Gms is the lubricant compounded into resin used to mold the cartridges. A search was performed and there were no existing nonconformities or potential nonconformities for the complaint issue reported. The slit photo provided was observed with foreign material and/or white stains on the lens optic zone. The white stain looks similar to gms streaking from the cartridge used during surgical procedure. Gms levels observations are made on the posterior side of the lens under a binocular microscope at 10x magnification, in air, at maximum light intensity and a black background. Some light or moderate streaking outside the 4mm (optic zone) and/or trace within the 4mm optic zone are acceptable. As the complaint sample is a photo provided, the condition of gms streaking level could not be verified. In addition to the photo received, the customer returned (B)(4) un-opened cartridges for evaluation. All (B)(4) units were received sealed in the original package trays. The return sample was visually inspected under a microscope. No damages or defects such as stains, debris, particles were observed in the cartridge tube/tip and/or at the wings section. All samples received were observed in good conditions. Therefore, the reported complaint of white granular dots like, glyceryl monostearate (gms) is unconfirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructions for the proper use and handling of the devices, both the intraocular lenses and the cartridges. The manufacturing record review was performed for the cartridges. No non-conformance (ncr) was generated during the manufacturing process of this lot. All manufacturing operations were in compliance with manufacturing instructions specifications. All pertinent information available to abbott medical optics has been submitted.